Event description:
It was reported that one week post device replacement device interrogation was performed and noted the right ventricular (rv) lead p acing impedance was greater than 2000 ohms. The patient was admitted to the hospital. Upon removal of the device from the pocket a tug test of the rv coil connector resulted in the connector coming out of the device port and the impedance issue was reported as being related to an insertion issue or the setscrew wasn¿t completely tightened. The connector was reinserted into the appropriate port, the setscrew was retightened and measurements as well as a tug-test confirmed the connector was properly seated in the port. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.